Event description:
It was reported that pt presented other clinic with subjective complain of two days of right lower extremity weakness and numbness of the lower extremities, but no other associated neurologic symptoms. The pt had also experienced increasing pain over the last couple of months. There were no recent changes in medications or infusion. The pt was diagnosed with an inflammatory mass via radiologic findings on (B) (6) 2010. It was reported that the catheter "was messed up" and the pt got a mass that pushed on her spine. The pt's right leg was paralyzed. The catheter was spliced, the pt was bolused distally, and the pt was monitored with physical therapy to ensure that optimal neurological function returns. The pt could move her right lower extremity the day following surgery. The pt's pain was well controlled two days later. The pt was in the hospital for two weeks, and returned home on (B) (6) 2010. The day after returning home an error code was seen. The message was pa disabled. No further treatment was reported. The pt recovered without sequela. The pump contained a mixture of hydromorphone 3mg/ml (1.8975mg/day), bupivacaine 40mg/ml, compounded baclofen 400mcg/ml, and clonidine 400mcg/ml at the time of the event.

Manufacturer narrative:
(B) (4).